Event description:
It was reported to philips that quality inspection failed. There¿s no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer.